Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer¿s blood glucose was 358 mg/dl. The customer also stated that found air bubbles in the infusion set where it connects to the reservoir. The customer experienced symptoms like dry mouth. The customer treated with bolus and manual injections. Advised to change entire set, reservoir and insulin and treat per health care provider¿s instructions. The product was not returned for analysis.